Event description:
It was reported that the rn noticed there was a crack in the spike of the tubing and leaked. When rn tried to pull the spike out of the bag the spike broke off. Tubing was replaced. There was no harm.

Manufacturer narrative:
Additional information added to: (birthdate) the customer¿s report that the spike broke off was confirmed. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. The spike of the drip chamber was broken off near the base of the spike. The surface of the break site on the spike (drip chamber side) was smooth with no plastic deformation. The broken spike tip piece was not received with the set. Additional investigational testing was performed using several in-house drip chambers and applying external leverage force to the spike to try to reproduce the failure mode that was observed by the customer. The observed smooth breakage could not be reproduced using the in-house drip chambers. Applying external leverage force to the in-house drip chambers produced a ductile fracture, rough surface area, and plastic deformation. The breakage was caused by an external impulse/impact force. The root cause of the external impulse/impact force was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the rn noticed there was a crack in the spike of the tubing and leaked. When rn tried to pull the spike out of the bag the spike broke off. Tubing was replaced. There was no harm.